Manufacturer narrative:
Philips service replaced the ups batteries through a third-party vendor. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the ups failed during a power outage, causing the system to shut down mid-procedure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.